Event description:
It is reported that the pt was revised due to eccentric wear of the cocr alloy femoral head. During the revision it was also discovered that the liner rim had fractured. Prior to the revision surgery the pt underwent an aspiration.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.